Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were less responsive. The customer's blood glucose value was unknown. Customer stated that scratches on screen and cracks in casing near screen on top. Customer also stated that insulin pump had no delivery alerts during changing sets and rewind more than one. Customer stated insulin pump had unexpected restart alarm. The insulin pump will not be returned for analysis.